Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4). Medwatch # 2025587-2014-00360 journal title: "percutaneous complete repair of failed mitral valve prosthesis: simultaneous closure of mitral paravalvular leaks and transcatheter mitral valve implantation ¿ single-centre experience" chad kliger, md; rocio angulo, md; leandro maranan, md; robert kumar, md; vladimir jelnin, md; itzhak kronzon, md; gregory p. Fontana, md; konstadinos plestis, md; nirav patel, md; gila perk, md; carlos e. Ruiz, md, phd lenox hill heart and vascular institute ¿ north shore/lij health system, new york, ny, USA eurointervention 2014; 10-online publish-ahead-of-print may 2014.

Event description:
Medtronic received information via a euro-intervention journal article regarding complications associated with surgically implanted mitral valves from march 2012 to october 2012 (originally reported in medwatch # 2025587-2014-00360). The serial number was obtained for this patient. Paravalvular leak (pvl) of this 29mm mosaic mitral valve implanted six months with severe stenosis was repaired using two occluders via a transapical approach, and a 24mm melody valve was implanted valve-in-valve. Mild transvalvular regurgitation was noted. No other adverse patient effects were reported. From medwatch # 2025587-2014-00360 journal title: "percutaneous complete repair of failed mitral valve prosthesis: simultaneous closure of mitral paravalvular leaks and transcatheter mitral valve implantation ¿ single-centre experience" chad kliger, md; rocio angulo, md; leandro maranan, md; robert kumar, md; vladimir jelnin, md; itzhak kronzon, md; gregory p. Fontana, md; konstadinos plestis, md; nirav patel, md; gila perk, md; carlos e. Ruiz, md, phd lenox hill heart and vascular institute ¿ north shore/lij health system, new york, ny, USA eurointervention 2014; 10-online publish-ahead-of-print may 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.